Event description:
Left lateral femoral condyle fracture on removal of triathlon size 4 ps trial during knee replacement. Fracture fixated using 6.5mm screws. The knee replacement was completed with standard triathlon components.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a triathlon #4 ps box ctg guide was reported. The event was not confirmed. Visual inspection indicated signs of normal, repeated use. The device was dimensionally inspected and is within specification. The device remains functional. Medical evaluation not performed as no medical records were provided. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a periprosthetic fracture to the left lateral femoral condyle that was fixated using 6.5 mm screws. There was also a delay of approximately 15 minutes. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time

Event description:
Left lateral femoral condyle fracture on removal of triathlon size 4 ps trial during knee replacement. Fracture fixated using 6.5mm screws. The knee replacement was completed with standard triathlon components.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.